Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked right plunger case and the plunger tube grommet was inside the pump. The event history log revealed ¿pharmguard data transfer is recommended¿. Functional testing was able to replicate the pharmguard error was the error occurred during power up. The report of the need of a new barrel clamp potentiometer and replacement plunger board was not verified as no problem was found. The root cause was determined to be that the memory was full. The history was downloaded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a pharmguard error. The device was also in need of a new barrel clamp potentiometer and a replacement plunger board. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.